Event description:
It was reported that a user experienced intermittent signal loss between the dexcom g7 cgm and the ilet pump after an initial period of successful connection, with the dexcom mobile app continuing to receive readings while the ilet intermittently did not; readings returned during each call without intervention, consistent with intermittent communication failure involving the antenna/electrical-magnetic communication pathway. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet characterized by intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.